Event description:
Procedure type: colon resection. According to the reporter: the stapler did not completely cut, and the surgeon had to do a manual procedure to finish the case. No other info has been disclosed.